Event description:
The device was used during a video laparoscopic cholectstectomy procedure. Reportedly, the clips did not advance properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/1998- supplemental report sent to FDA.